Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) for intermittent 23062 errors. The console was unplugged and disconnected from the system one the console started having the recoverable errors. The fse was able to start the system with the console with no issues, but the error logs did show left mtm issues. After the replacement, it was able to boot up normally three times in a row and the test drive was successful. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis confirmed but could not replicate the reported complaint. A review of field system logs showed the following error was experienced: 23062 eevt_dafd3_mvt_err mtm_wrist_yaw. A visual inspection was performed and showed no external damages. The unit was then placed on in-house system and was driven with no issues. No errors were triggered. The unit was then placed on a surgeon side console fixture test platform (sftp) to perform fitness test and 1-hour sine cycle. The unit failed on the following unrelated to the complaint: verify encoder cal - wp, wy, ro and grip failed - after calibrations, the test was re-executed and passed. Gravity balance test post sine cycle - sh failed. After calibrations, test was re-executed and passed. Rest of fitness tests passed. 1-hour sine cycle also passed. Due to dafd error, they performed trace logs on wrist yaw and observed slight abnormalities on the commutators. After investigations, failure analysis found the root cause to be due to axis 6 gearbox motor and slipring.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report errors on the left robot arm. The customer stated that he was informed of this issue by the charge nurse and called in to get more information. The technical support engineer (tse) viewed the system logs with no errors in the logs for that day, but did see issues pointing to the left master tool manipulator (mtm). The tse informed the customer that 23062 errors were seen the day before and were recovered shortly after. The customer asked if anything was seen on console 1 and the tse did not notice any issues. The customer stated that they would continue to use the system with the other console. The procedure was completed as planned with no reported injury.